Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, the device had previously been programmed vvi due to loss of capture and loss of sensing on the atrial lead. The physician elected to cap and replace the atrial lead (B)(6) 2020 during a generator changeout and the patient has been discharged.